Manufacturer narrative:
The serial number of the e801 analyzer: (B)(6). Medwatch field e1. Facility name - the full facility name was provided as "(B)(6) medical center".

Event description:
The initial reporter stated they received questionable results for three patient samples tested with elecsys anti-hcv ii immunoassay on a cobas e 801 analytical unit. The values measured with new lot: 733356 were non-reactive compared to results obtained with lot: 682680. The first sample resulted in an anti-hcv value of 0.499 coi (non-reactive) when tested with lot: 733356. This sample resulted in an anti-hcv value of 2.54 coi (reactive) when tested with lot: 682680. The second sample resulted in an anti-hcv value of 0.493 coi (non-reactive) when tested with lot:733356. This sample resulted in an anti-hcv value of 2.17 coi (reactive) when tested with lot: 682680. The third sample resulted in an anti-hcv value of 0.915 coi (non-reactive) when tested with lot: 733356. This sample resulted in an anti-hcv value of 1.62 coi (reactive) when tested with lot: 682680.

Manufacturer narrative:
Quality controls were within range. Based on the qc results, both assay lots performed within specification. The negative pcr result is concordant with the negative result of anti-hcv assay lot 733356. Labeling for anti-hcv assay reagent lot 682580, states that samples with initially reactive results require the following re-test procedure: "presumptive hcv infection, follow cdc recommendations for supplemental testing". Single false positive results can occur and are covered by the sensitivity and specificity claim of the assay. The investigation did not identify a product issue.